Event description:
It was reported that the patient had tripped and fallen. Following this, the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Final analysis of the pulse generator found that contact with a battery terminal had been lost due to a poor weld. This could have resulted in the communication issue seen in the field.